Event description:
It was reported that impedance was 34 ohms on contacts 0 and 2 when tested at 0.7 volts. It was noted that the measurement was repeated at 3.0 volts and the impedance was 34 ohms.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v022472, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).